Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer. The customer reported that the IV tubing will not stay connected to the port and that it was leaking epinephrine. It was reported that the staff noticed the leak quickly and took proper steps to fix the problem. The customer reported that use of this product is fairly limited to cvicu and the heart team in or to the best of their knowledge. There was patient involvement, but harm was not reported as a consequence of this event.